Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 107 mg/dl. Reportedly, the customer re-loaded the cartridge successfully. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.